Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/21/2026, it was reported that the patient's egv on the quick glance widget was 134 mg/dl and it also said the same egv on his omnipod receiver, which was in modified closed loop. He did not open the dexcom app or check his bg fs at that time. He started feeling tired, confused, and he was unconscious. He woke up after 2-3 hours. He then looked at his android phone and omnipod 5 receiver. The quick glance view and omnipod 5 receiver were still saying 134 mg/dl (after 2-3 hours of unconsciousness). When he opened the dexcom app, the was egv 355 mg/dl and when he checked the quick glance view again, it still said 134 mg/dl, even on his omnipod. He restarted his android phone. The quick glance view and omnipod receiver still displayed egv 134 mg/dl. When he checked his bgfs, it was close to his dexcom app egv at around 300 mg/dl. He entered his bg reading in his omnipod for insulin. The patient feels okay at the time of the follow up call. Ts advised the patient to contact insulet regarding this issue. No other details were documented. An adverse event was reported to have occurred on 1/21/2026. Data investigation could not confirm an alert/notification settings issue. The probable cause could not be determined. The alerts sounded as intended at their respective thresholds. No additional event or patient information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient's egv on the quick glance widget was 134 mg/dl and it also said the same egv on his omnipod receiver, which was in modified closed loop. He did not open the dexcom app or check his bg fs at that time. He started feeling tired, confused, and he was unconscious. He woke up after 2-3 hours. He then looked at his android phone and omnipod 5 receiver. The quick glance view and omnipod 5 receiver were still saying 134 mg/dl (after 2-3 hours of unconsciouenss). When he opened the dexcom app, the was egv 355 mg/dl and when he checked the quick glance view again, it still said 134 mg/dl, even on his omnipod. He restarted his android phone. The quick glance view and omnipod receiver still displayed egv 134 mg/dl. When he checked his bgfs, it was close to his dexcom app egv at around 300 mg/dl. He entered his bg reading in his omnipod for insulin. The patient feels okay at the time of the follow up call. Ts advised the patient to contact insulet regarding this issue. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.